Event description:
It was reported the pt ((B)(6)) was experiencing difficulty establishing communication with the ipg via the programmer. Efforts to resolve this matter with use of a new programmer and charging system proved unsuccessful. As such, the pt's ipg was replaced on (B)(6) 2012. No further complications were reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.